Event description:
It was reported when using the bd safetyglide¿ insulin syringe with needle , the device experienced scale marking missing. The following information was provided by the initial reporter. The customer stated: scale missing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-19. Investigation summary: customer returned (1) 1/2cc, 8mm, 30g bd safetyglide insulin syringe in an open blister pack from lot # 1139882. Customer states that the scale is missing. The returned syringe was examined and exhibited all scale markings missing. A review of the device history record was completed for batch # 1139882. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure scale is missing. Root cause for this defect cannot be determined.

Event description:
It was reported when using the bd safetyglide¿ insulin syringe with needle , the device experienced scale marking missing. The following information was provided by the initial reporter. The customer stated: scale missing.